Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there was a technical defect: the rubber glue was lifted. This defect was not considered severe enough to cause a potential adverse event and is likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, we could not determine the relationship between the event and the device from the following investigation results. Growth of pseudomonas aeruginosa: >61 colony forming units (cfu)/100ml was confirmed from channel rinsing water in culture testing by the user after reprocessing. Although it was lower than the standard value, growth of gram positive bacteria: 2 cfu/endoscope was confirmed from channel rinsing water when sbc culture tested after reprocessing in accordance with instructions for use before repair. No abnormality or leakage from the channels was conformed from incoming inspection by. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The number of revivable microorganisms are 2 cfu/endoscope. The test results indicate that the culture sampling conforms to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 5 cfu/endoscope. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all the channels. Rinsing is performed in the air water channel and auxiliary channel. Detergent amioxyme 3 is used in pre-cleaning and manual cleaning. Brushing is performed for the suction channel, suction piston, suction access port and distal end. Model number of the brush used is teccare enr kit2-04-200-y. Disinfectant used for manual cleaning is amioxyde. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored in horizontally. Maintenance of the device is not done by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected for all channels which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.